Event description:
This is the second device used in the procedure. It was reported that the tip coil was damaged. A new pressure guidewire was used to complete the procedure. Additional information requested indicated that there was no noted damage during visual examination when the wire was removed from the packaging and during preparation. No resistance was felt at any time during the procedure. The device was not stuck in a lesion or stent and no patient injury or adverse event was reported. The patient was discharged as expected and is currently in good condition. During initial device evaluation, it was observed that the corewire was broken and protruding.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaint was reported for this same failure mode within this lot. The pressure guidewire device has not yet been returned to the manufacturer, however, a full evaluation will be conducted when the device is received, and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.